Manufacturer narrative:
It has been clarified that instrument serial number (B)(4) was used for initial testing of sample 13, not serial number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the endocrinologist had questioned results for patient samples tested for the elecsys ft4 ii assay (ft4) on an e602 analyzer. The results were said to be normal for tsh and elevated for ft4. The first affected samples were tested on (B)(6) 2016. The customer stated that out of samples tested between (B)(6) 2016 and (B)(6) 2016, the total number of patients that had high abnormal ft4 results was 37 and that there were 15 patient samples that had elevated ft4 values with a normal tsh value. The customer provided data for a total of 29 patient samples that had questionable ft4 results. Of these 29 samples, 24 had erroneous initial ft4 results that were reported outside of the laboratory. These samples were sent to another laboratory for repeat testing using an unknown method. Refer to the attachment for all patient data. All initial results and repeat results from the customer site were accompanied by data flags. The customer believed all initial values to be correct and issued no corrected reports. The patients were not adversely affected. The affected samples were tested using e602 analyzer serial numbers (B)(4). The customer declined a service visit. The customer felt there was nothing wrong with the assay or hardware. The customer stated that she has had successful and comparative calibrations between systems and control recovery has been excellent. The customer wanted to further evaluate these samples because of the concern of the endocrinologist and because the values were higher in comparison to the results from the other laboratory.

Manufacturer narrative:
Thirteen of the affected patient samples were provided for investigation. An interfering factor to streptavidin used in the ft4 reagent could not be identified in the investigated samples. Based on the information provided and the analysis of the samples, a general reagent issue can most likely be excluded. No product problem could be found. It is known that different assays from different vendors can generate different values and this is related to the overall setup of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. From method comparison data and external quality surveys, it is known that the ft4 values generated with the roche assay are generally higher compared to the values generated with the siemens centaur assay. Since normal reference ranges for thyroid parameters can depend on physiological and sociological factors, it is also recommended to investigate the transferability of the expected values to a specific patient population and if necessary, determine new reference ranges.